Manufacturer narrative:
No sample available for investigation. Evaluation, method: DHR review. Results: other - no similar issues were found during the manufacturing of this lot#. Other -CAPA # (B)(4) was opened to address this issue.

Event description:
The event is reported as: the staples jammed during a closing of a surgical wound and would not form properly. No patient injury reported.